Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A review of data revealed that the impedance measurements have been trending high, however, the sensing and threshold measurements remained stable. Additional information received indicated that patient monitoring will continue. The system remains in service. No adverse patient effects were reported.